Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reported on (B)(6) 2022 to the clinic that the user stopped responding to sound with the device. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The family reported on 25-jul-2022 to the clinic that the user stopped responding to sound with the device. The user has been re-implanted.

Event description:
The family reported on (B)(6) 2022 to the clinic that the user stopped responding to sound with the device. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.